Manufacturer narrative:
Product complaint (B)(4). Additional information: h6: component code: g07002 - device not confirmed additional information provided: this happened twice during the procedure. If further details are received at a later date a supplemental medwatch will be sent. H3: evaluation: the product was returned to for evaluation. Thirty-two representative unopened samples and two empty opened overwrap packets were received for analysis. Product code. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a vascular procedure, on (B)(6) 2024 and suture was used. During use, they went to suture some tissue and it kept popping off. Case was completed with an alternate suture. No patient harm was reported. Sterile samples will be returned.